Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that while sealing an average size vessel, an end tone, indicating a completed seal cycle, was heard, but the vessel was not sealed. Sutures were used to tie the vessel before cutting. Another device was used to complete the case. There was no patient injury.